Manufacturer narrative:
Additional investigation in-progress, results of the investigation will be provided in a supplement report. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez. The complaint was confirmed as a known issue. The variation of plasticizer content makes some of the same lot canisters exhibit the softening at various degrees, from mild to extreme deformation that includes complete detachment of the filter tubing in some cases. The review of the manufacturing records indicate that the first lot to potentially have this interaction is lot m400054 as it introduced the unique combination of new canister lid material with same existing pvc tubing the root cause was identified from (B)(4) as high concentration of plasticizer migrating from the pvc tubing onto the canister lid port and softening the molded features. Other similar complaints have since been reported for similar events where the tubing either becomes detached in the package or it looks like the canister port is elongated and deformed. Smith & nephew performed a sort and discarded the defective canisters, and replacement canisters were provided to the customers. An analysis of the chemical reaction suggested the correction (new pvc tubing with less plasticizer) that has been successfully implemented since early april 2012 under (B)(4) and verified under (B)(4). In response to this complaint and others, the pvc material has been replaced for one with reduced amount of plasticizer in the assembly of canisters since lot # m400141, which have been verified visually to correctly address the issue. Any future complaints related to this issue will be tracked and trended, and should a significant issue occur for product manufactured after the implementation of the process improvements, corrective actions will be taken at that time.

Event description:
Failure to alarm: the canisters do not allow exudate to be drawn down, the dressing does not draw down and the pump does not draw down and the pump does not alarm leak.